Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Face bleeding, bled a little [haemorrhage]; punctured face [face injury]; brush heads won't stay on, came off in mouth and metal part punctured face [injury associated with device]; brush heads won't stay on, come off in mouth [device breakage]; brush heads don't snap on [device connection issue]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2017 that the oral-b brushheads, version unknown would not stay on, and come off in his/her mouth, while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer reported the toothbrush worked and was "just opened," but the brush heads that came with it would not stay on. He/she reported the brush heads do not snap on. He/she reported that the second time the brush head came off, the metal part punctured his/her face and he/she bled a little. The consumer stated it was "nothing bad," but he/she was now afraid to use the brush again. The outcome of the puncture was unknown. The outcome of bleeding was recovered. The overall case outcome was improved. No further information was provided.